Manufacturer narrative:
D1 (brand name) has been updated. Placement signal issue: no logs are available. The cause of placement signal issue cannot be determined since no product or logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a fifty-six-year-old male was admitted for elective percutaneous coronary intervention with support by an impella cp. Upon insertion of the impella cp, a "placement signal not reliable" alarm was triggered. The alarm resolved after 15min without failure to support the patient or hemodynamic compromise. The device was weaned and removed after the procedure.